Manufacturer narrative:
No conclusion code available. The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt, the device would not communicate with programmers in the lab. However, the communication anomaly was lost as the device was spontaneously able to communicate mid-analysis and presented itself in bvvi mode due to a reset command sent from the programmer. The device was tested on the bench and the communication anomaly was unable to be replicated in the lab. Without being able to reproduce the communication anomaly, the cause of the loss of communication remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated prior to device implant. The device was not implanted a different device was used. The procedure was completed without any adverse consequences to the patient.